Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgery in dorsal position and local anaesthesia. After preparation access over the right sulcus, separation of the fat tissue, preparation of the lateral border of the m. Pectoralis major, use of the spreader. No appropriate vena found at the sulcus. Therefore, decision for direct puncturing. Head deep position. At the first trial hit of an ateria, cannula was removed. Vena punctured at the next trial, guide wire inserted, after that lock placed over the guide wire. Insertion of the port tube. Lock removed. During screening, it was visible that the port tube had paramedian furled itself so that the tip was not in the area of the v. Cava superior as expected and required. The seldinger wire was inserted again to correct the malposition and to spin out the port tube. After removing the port tube, the tip of the port catheter was placed in that way, that it was in the v. Cava superior. It was necessary to pull the port tube considerably back. To avoid a dislocation, the port tube was overcasted with needle and fathom at the lateral border of the m. Pectoralis major and the fathom pulled through. Now the port tube was fallen away (lateral direction) surprisingly. A first guess was that it was slipped out of the vena. During grabbing the implant, it was noticed that a part of the port tube was missing. It was an 18 cm long part of the catheter. Radiologically seen it was lain intravasal. There was hope that a small part of the port catheter is outside of the v. Subclavia namely in the soft part tunnel between the vena wall and the place of punction. General anesthesia for the intended retrieval of the lost implant. Continuation of the intervention. Broad separating of the pectoralis major from the clavicula so that the v. Subclavia lay bare. The hope to find the lost catheter intramuscular was not confirmed. The vena was palpated. It was possible to touch the catheter intravasal. Now the junction of the v. Cephalica into the v. Subclavia was exhibited. Via this anabranch, the interventional endovascular retrieval of the catheter should be tried. A venotomy was carried out. It was tried to retrieve the implant with different instruments (clamps, dormia-punnet, etc.). Finally, an additional dislocation occurred. The end of the catheter moved from the v. Subclavia into the v. Jugularis. Additional trials did not happen because of less chances of success. The surgery was finished. The patient should be moved into a cardiological hospital to retrieve the implant there in an interventional way like a cardiac catheter examination/treatment. Now the part was implanted in using the present venotomy in the v. Cephalica. The port tube was inserted, placed centrally and fixed. At the shortened tube, the deaerated port chamber was connected and fixed in a prepectoral pocket. Wound closure and functional test. It is easily possible to aspirate blood. The port was flushed with nacl and blocked with a heparin sodium chloride solution. Skin was closed with clamps. Adhesive bandage. It remains unclear if the defect catheter was caused by the new inserted seldinger wire or by the maneuver of the fixing overcast. No signs of a pneumothorax after postoperative x-ray-check. The implanted port has lain regular. At the first post operative day, the (B)(6) (cardiological hospital) confirmed during a phone call that the lost part was removed via the right groin at the same afternoon. Further diagnostic and therapy conducted because of a raised temperature and a detected hyperthyreosis.